Manufacturer narrative:
H4: the lot was manufactured between september 7-11, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it showed fluid inside a purple color bag that contained the infusor device which suggested a leak may have occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked within sealed overpouch. The leak appeared to be coming from the end of the tubing from the cap. The device contained fluorouracil 4800mg in 115ml sodium chloride 0.9%. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.